Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was set for a lead revision procedure to address the dislodged left ventricular lead. The lead was explanted and replaced when the lead could not be reimplanted. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.